Event description:
On (B)(6) 2013, the consumer states she was using the pump and it pulled the nipple. The nipple was stuck in the pump. Consumer stated it took 5 minutes to get her nipple removed from the pump. It is painful for her to feed her child. She states there is some bruising. Consumer states that 2 days later, she still has pain.